Manufacturer narrative:
Additional information was received on 9/19/2016: as the patient had (B)(6), the products were discarded. Conclusion: as reported by a healthcare professional, during stent assisted coil embolization of a right internal carotid artery aneurysm, the physician felt resistance when advancing two enterprise stents (enc452812/10469052) via the prowler select plus microcatheter (606s255x/17255561), and the stents did not exit the microcatheter, and could not be deployed. One of the stents was withdrawn with the microcatheter and was exchanged. The 2nd stent still could not be deployed, and they changed the stent again to complete the procedure without removing the microcatheter. A continuous flush had been maintained through the microcatheter and the microcatheter did not appear damaged. There was no difficulty removing the devices from the patient and the enterprise devices did not appear damaged. The enterprise introducers had been placed securely into the hub of the microcatheter prior to attempting to advance the devices. There was no report of patient injury or clinically significant delay in the procedure. The devices were not returned due to the patient¿s infectious disease. The prowler select plus was not available for analysis. The DHR review confirmed there were no issues that were considered potentially related to the reported complaint. The resistance between the enterprise stents and the prowler select plus could not be confirmed without product return for analysis. Based on the information provided, it is not possible to determine the root cause of the event; however, procedural/handling factors may have been contributing factors. Since there was no evidence of a manufacturing issue related to the event, no corrective actions will be taken at this time. This is 1 of 2 mdrs submitted for this complaint, with associated MDR referenced numbers of 3008264254-2016-00054 and 1226348-2016-00133.

Manufacturer narrative:
(B)(4). It was reported that the devices would be returned for analysis; however, the device was not returned. Review of DHR for lot 17255561 concluded there were no issues noted that were considered potentially related to the reported complaint. Additional information will be submitted within 30 days of receipt. This is 1 of 2 mdrs submitted for this complaint, with associated MDR referenced numbers of 3008264254-2016-00054 and 1226348-2016-00133.

Event description:
As reported by a healthcare professional, during stent assisted coil embolization of a right internal carotid artery aneurysm, the physician felt resistance when advancing two enterprise stents (enc452812/10469052) via the prowler select plus microcatheter (606s255x/17255561), and the stents did not exit the microcatheter, and could not be deployed. One of the stents was withdrawn with the microcatheter and was exchanged. The 2nd stent still could not be deployed, and they changed the stent again to complete the procedure without removing the microcatheter. A continuous flush had been maintained through the microcatheter and the microcatheter did not appear damaged. There was no difficulty removing the devices from the patient and the enterprise devices did not appear damaged. The enterprise introducers had been placed securely into the hub of the microcatheter prior to attempting to advance the devices. There was no report of patient injury or clinically significant delay in the procedure.